Event description:
It was reported the patient had experienced a jolting sensation when she had placed the charging antenna over her ipg site to begin charging. The patient reported it happened three times in the past few months. The next course of action was undetermined.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.